Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high shock impedance measurement of 126 ohms. There had been a gradual rise from approximately 95 ohms to an average of approximately 110 ohms. No troubleshooting was performed and no actions/interventions were taken. No adverse patient effects were reported. The lead remains in service.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high shock impedance measurement of 126 ohms. There had been a gradual rise from approximately 95 ohms to an average of approximately 110 ohms. No troubleshooting was performed and no actions/interventions were taken. No adverse patient effects were reported. The lead remains in service. Additional information received reported that additional out-of-range shock impedance measurements continued to be observed on this right ventricular (rv) defibrillation lead. No interventions were performed at this time. This rv lead remains in service, and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.